Manufacturer narrative:
The device was returned to zoll medical corporation and performed to specification. Review of the device log does show multiple occurrences of a critical error related to the customer's report. However, the log shows evidence that the critical error occurred due to incorrect battery installation such as ; the user placing the batteries in reverse or using one or more depleted batteries. The batteries used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.